Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the user experienced skin infections under the sensor insertion site. The caller stated that he always used the right side of his abdomen, inserting the sensor below and to the side of his belly. He reported that the infections had been an issue for 5 weeks. The customer's blood glucose was 7 mmol/l. The caller was advised that the sensors would be replaced. The caller stated that the hospital workers would conduct an ultrasound in order to check what the reported bumps were. He advised that he would call back in order to document the results.

Manufacturer narrative:
Analysis not required for the enlite sensor, expiration date of 07/25/2015.